Event description:
It was reported that the during testing to see if the arctic sun device was working and they realized that the fill tube was not filling and after changed it the problem was solved. The circulation pump, mixing pump, heater and drain valves are changed and the device was calibrated. Preventive maintenance was performed correctly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during testing to see if the arctic sun device was working and they realized that the fill tube was not filling and after changed it the problem was solved. The circulation pump, mixing pump, heater and drain valves are changed and the device was calibrated. Preventive maintenance was performed correctly.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during testing to see if the arctic sun device was working and they realized that the fill tube was not filling and after changed it the problem was solved. The circulation pump, mixing pump, heater and drain valves are changed and the device was calibrated. Preventive maintenance was performed correctly.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. UDI related data quality updates only UDI format updated with available product information per gudid as requested h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.